Event description:
Healthcare professional reported exchange due to ¿deflation and textured to smooth due to concern with the product¿. Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on radius side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, exchange due to ¿deflation. And textured to smooth, due to concern with the product¿. Record is for right side. Device has been explanted.